Event description:
It was reported that during the use of the product, the customer noticed it was easily disconnected from another tube's pilot balloon. No patient injury was reported.

Manufacturer narrative:
Device information and protocol # are unknown. No information is provided to date. Operator of device is unknown. No product was returned. We are unable to confirm the reported complaint. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).